Event description:
Pt reported an ongoing concern with bent infusion cannulas. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided. Product was returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on 2/21/2011. Further investigations are ongoing within an assigned taskforce.